Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tmmb10, (imp tm 3.7mm mtx,10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was observed fractured at the body region, and was seen attached to an abutment. However, no allegations were reported against the attached abutment. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1253931. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253931 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ the customer did submit one (1) x-ray image for the reported event. Further review of the customer's x-ray verified the implant was observed fractured at the body. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D6: d6b. If explanted, give date: unknown.

Event description:
Doctor reported implant fracture at tooth site 15. Implant fractured in patient's jaw, prosthesis cannot be used anymore and a new implant has to be placed. The "bottom" third part of the implant remains in patient's jaw, which eventually means surgicar removal of the fractured part will be needed. Regeneration was performed at tooth site 16 and there was a bridge at tooth sites 14-16. New implant and new crown will be placed.